Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low speed/flow alarms and pump stop events were confirmed via the submitted log file data. The submitted log file contained data spanning from 4/16/2019 at 10:11:57 to 5/3/2019 at 09:40:33, per the timestamp. Numerous low speed/flow alarms and pump stop events were recorded from 5/2 at 08:46:11 through the end of the log file while the system was supported with the mobile power unit. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed/flow alarms and pump stop events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 5/7/2019 under work order 00064978. The approximately 18" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. Immediately following the repair, no alarms were reported after the patient was placed on the grounded patient cable. The patient remains ongoing on vad-18941 and no further issues have been reported at this time. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device ¿ 2 years 7 months 5 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient experienced multiple instances of speeds dropping to 0, but this was transient. The issue resolved when the patient switched to batteries. The pump stop was assumed to be a possible short to shield. The patient was given an ungrounded pm cable. There was no reported trauma, weight change, or external damage visible, but the patient reported feeling dizzy and diaphoretic. It was decided to go through with the external repair. On (B)(6) 2019 tech services arrived onsite for external perc lead repair. The perc lead replacement performed per op (B)(4) approximately 6 inches from exit site. No issues were noted after the patient was back on the grounded patient cable. No additional information was reported.